Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Patient race is (B)(6). Not applicable for this device. Country is (B)(6). The eagle eye platinum st catheter was infectious and not returned for evaluation, thus no returned product investigation was performed. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a coronary procedure, inside the body while passing through the lesion, the manufacturer's catheter received an error message. The catheter was removed as a system and upon removal, a kink was observed at the catheter tip. The patient was rewired and completed the procedure with a ptca device. No patient injury reported. This product problem is being submitted because the manufacturer''s catheter and the non-manufacturer''s guidewire and were removed as a system. There is a potential for harm if the malfunction were to recur.